Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle 1ml 31gx5/16" had plunger difficulty before use. No report of medical intervention or serious injury.

Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 7009820. Investigation summary: customer returned (11) 1/2cc, 8mm, 31g syringes (1 loose, 10 in a sealed poly bag) from lot # 7009820. Customer states that the plungers are hard to move. All returned syringes were tested and all plungers were able to be exercised without any difficulties or any other defects. As per manufacturing, a review of the device history record was completed for batch# 7009820. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time minervino 03nov2017. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Minervino 03nov2017. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Minervino 03nov2017.